Event description:
It was reported that the bipolar impedance has decreased over the past two years. The unipolar impedance is now greater than the bipolar impedance. The lead remains in use and will continue to be monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.